Manufacturer narrative:
Customer reported that device won't connect to server. Both tamper seals were removed. Top case cracked/chipped by the front left and right bottom corners and cracked battery door. Visible contamination. Download smt script and tested for wireless ethernet functional test, nothing in ehl pertaining customer stated network issue. Unable to duplicate problem found. The customer's device was able to upload software, configuration and connect to our wireless access point test fixture with no issue. No damage or contamination was found on the interconnect board, radio board and antenna. Replaced interconnect board, radio board and antenna as preventive measure.

Event description:
It was reported that the device would not connect to the server. Attempted ethernet connection to update device to ethernet port/pcb but it appeared to be damaged. No patient injury was reported.